Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient needed a MRI of their head due to having a glioblastoma removed on an unknown date. It is unknown if the glioblastoma was related to the device/therapy or when the issue began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.